Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient saw a por (power on reset) error code. The patient reported that she was trying to check her ins with her patient programmer (pp). There were no falls or traumas related to this issues. The patient reported that they had their pocket revised on (B)(6) 2016 and the emi from this could be related to this issue. The patient reported that they had an accident. The patient also reported that they had an appointment with their healthcare professional on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.